Manufacturer narrative:
Pt info: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+5.0/093 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B4: corrected to (B)(6) 2021.; g3: corrected to 12-aug-2021 in initial MDR. Claim (B)(4).